Manufacturer narrative:
It was reported that small blood leakage was noticed at the connection and the small crack was detected. The faulty part was discarded by the customer, no pictures nor video was provided, so the issue could not be confirmed. The cause of the issue could not be determined. There is no indication for a systematic root cause as a deficiency of design, production or material. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. Based on the information above this customer product complaint will be closed. The following similar device is under complaint: (B)(4), lot 23ic11, catalogue: 6886184, manufacturing date 09/30/2023, expiration date 08/31/2026, UDI (B)(4).

Event description:
It was reported that the small blood leakage was observed at the connection site of the picco monitoring kit, and the line at the connection was found fractured. The monitoring kit was replaced. This event did not cause any additional harm to the patient.